Event description:
It was reported that the device was sent in for repair for an unknown issue. There was unknown patient involvement. Analysis of the device found a damaged downstream occlusion (dso) seal.

Manufacturer narrative:
E1: facility name (B)(6). One device was received for evaluation. Visual inspection found a damaged dso seal. Functional testing was unable to duplicate an unknown issue; however, the dso seal was found to be degraded. It was determined that the dso seal was the root cause and was replaced. No issues were found in the event history log. The service history review had no indication that the complaint was related to a service of the device within the review period.